Manufacturer narrative:
Initial and final MDR 1875084- MDR 3003442380-2024-4705- device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. The glucose level was over 280 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.